Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. As a result, a lead safety switch (lss) was triggered. In addition, noise oversensing was noted prior to the lss. Therefore, a lead anomaly was suspected, but it was not conclusive. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.